Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a low tidal volume alarm. The device was in clinical use when the issue occurred, the patient was moved to a different ventilator. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that there was no delay in therapy or medical intervention required. It was also reported that the customer went with a third-party company to have the device serviced. The air flow sensor was replaced to resolve the issue. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.